Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device had a deployment malfunction. The tech stated that everything worked fine however, when retracting to seal everything slid out. The doctor stated that the footplate never exited the sheath and did not anchor. The doctor cut the end of the angio-seal and confirmed that the footplate was still inside. The procedure performed was a 6fr endovascular procedure. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The estimated blood loss was greater than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6fr device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube assembly. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the suture cut. No other internal components were returned. Functional testing was unable to be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section b2, to provide additional information to section b5 and a correction to b5 as well. Initially it was reported that the blood loss was greater than 250cc, however the user facility confirmed that the actual blood loss was less than 250cc. This report is also being submitted to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 03jan2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment but everything came out on withdrawal. Hemostasis was achieved by manual pressure. The estimated blood loss was less than 250cc. The patient was stable.